Event description:
Additional info received from MFR on 12/23/99: boston scientific corp. Is the distributor, not the MFR of the introducer sheath in question. Thomas medical, the MFR, has filed a medwatch regarding this incident.